Event description:
(B)(6), 2010, (B)(6) was admitted to (B)(6) for lap band surgery. It was performed by dr. (B)(6) who used the transenterix spider equipment for this surgery. (B)(6) immediately reported extreme pain. The lap band was removed on (B)(6) 2010 by dr (B)(6) at largo medical center at (B)(6). She was then placed into ICU for 30 days and then an additional 9 days in the regular hospital. On (B)(6) 2010 dr (B)(6) gave me the operative photos showing abnormal burn or ulceration anyplace the lap band was. This was not an allergic reaction nor a rejection. Dr. (B)(6) claims ignorance as to the cause of the problem. Before (B)(6) left the hospital she had 4 jp drains to drain fistulae and the fluid was in the wound also. (B)(6) left the hospital with a wound vac for a very large and very deep wound. She needed return visits for the wound vac changes. (B)(6) had no issues prior to the surgery and if this was not surgeon error it was definitely product error.